Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 485 mg/dl. Customer¿s current blood glucose level was 425 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump was not working. Insulin was exited with quick release. Customer stated that the drive support cap was normal. Customer declined to check leak or air bubbles. Customer was not using insulin pump within last 48 hours. Insulin pump passed high pressure test. The insulin pump will be return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act and esc buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.